Event description:
Info received indicates the valve was abandoned at implant due to regurgitation and paravalvular leak as seen on intra-operative echo. The valve was replaced intra-operatively with no pt complication noted.